Event description:
Cardinal health service reported device came in for routine service and visual exam found sticky residue on occluders and pump fingers. Verified that the residue is not hindering movement of the mechanism assembly. An investigation for this failure mode has previously been done by cardinal health. It has been determined that residue on occluders, found to be from a leak path between the membrane frame and bezel assembly, has the potential to malfunction if the occluders become stuck, and cause rate inaccuracies. This issue has been addressed by issuance of CAPA to explore design options. Contacted customer to determine if device was ever reported to have infusion inaccuracy. No reports of accuracy related events with this device.

Manufacturer narrative:
All available information is included.